Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-02975. It was reported that high capture thresholds and dislodgement into the superior vena cava was observed on the left ventricular lead. The patient had a large chest and the doctors believed this may have caused the changes observed after implant. The left ventricular lead was explanted and replaced. In addition, lack of slack was noted on the right ventricular lead resulting in high capture thresholds. Additional slack was added during the procedure. The patient was stable.